Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used in conjunction with an endurant and non mdt stent graft systems during the endovascular treatment of 81mm aaa. It was reported during the index procedure touch-up was performed at the junction portion of one of the stent grafts however when the reliant stent graft balloon was inflated, the balloon burst. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.